Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that at the patient¿s appointment on (B)(6) 2017 the expected volume was 6.9 ml and 7 ml of drug was actually aspirated.

Event description:
Corrected information: the information was received from a consumer via a company representative.

Manufacturer narrative:
(B)(4) no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician had been getting double the expected value the last few refills. The physician clarified that he was wanting an MRI to rule out a granuloma just as a possibility. Per the physician the patient didn't have a specific complaint other than having pain but that was not new for the patient as the physician stated that even before the pump he was unhappy with pain relief. It was noted that at the last refill the physician expected 4 ml and for 7.5 ml at the last refill. The patient would come in for their next refill on (B)(6) 2017 at 9:45 am.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n291927001, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was not reported. It was reported that the patient had more drug in the pump at the last refill (B)(6) 2017 and the patient¿s physician wanted to do an MRI. Per the patient¿s spouse they wanted the MRI to see if obvious catheter kinking; however the patient had a spinal cord stimulation system that was not MRI compatible. It was noted as ¿n/a¿ if any environmental, external or patient factors led or contributed to the event as well as troubleshooting or diagnostics were performed. There were no patient symptoms reported. It was unknown if the issue was resolved at the time of the report and the patient status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.